Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, there were multiple cracks observed in the battery compartment. No moisture or corrosion was observed in the battery compartment. The battery cap was not returned; a test battery cap secured properly to the pump. The pump powered on with the test cap with audible and vibratory alarms functioning. Further testing was not able to be performed due to an unrelated keypad button issue; the up arrow keypad button was found to be unresponsive. The keypad was intact. The keypad cover was removed and no contamination or moisture was observed on the keypad button contacts. The pump case was removed and there was internal moisture found on the printed circuit board and keypad connector. The complaint of a no power issue was not able to be confirmed or duplicated, however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).